Manufacturer narrative:
The reported events of externalized wire, loss of capture and impedance was confirmed. Visual inspection of the lead showed insulation damage 2.2 cm from the connector pin at the connector region consistent with procedural damage. A cut consistent with procedure damage was found at 22.2 cm from the connector pin. The cause of the reported events were due to a breach in the insulation from procedural damage and lead abrasion was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post lead implant procedure, when the lead was connected to the device, loss of capture, low, out of range, low voltage impedance issue and insulation abrasion damage through externalized wires issue was observed on the lead. Lead was explanted and a new lead was implanted. Patient was stable.